Event description:
It was reported that the user experienced a low blood glucose while using an ilet system integrated with a g7 cgm; the user had been active while searching for insulin, was not eating, and treated the event with orange juice and peanut butter, after which glucose trended upward and returned to range, with a lowest cgm reading of 52 mg/dl and a confirmatory fingerstick of 52 mg/dl. Symptoms included hypoglycemia with shaking. Outcomes included no hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.